Event description:
It was reported that the arcticsun device was insufficiently controlling a patient's temperature. The target temperature was 33c and the patient's temperature ranged from 32.1c and 32.7c. The patient had interventions all day due to their condition. The water temperature was 38c and the trend was pointing up. The flow rate was 2.1lpm with a foley probe in use. There was no secondary source. There was also a bair hugger in place. Mss advised nurse to increase the high water temperature limit to 42c. The device was responding appropriately. After two hours the patient's temperature was 33.2c and the flow was 2.4lpm. Per follow up, the patient was able to reach target and complete therapy. The device is still in use.

Manufacturer narrative:
Upon further review, bard/bd medical has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arcticsun device was insufficiently controlling a patient's temperature. The target temperature was 33c and the patient's temperature ranged from 32.1c and 32.7c. The patient had interventions all day due to their condition. The water temperature was 38c and the trend was pointing up. The flow rate was 2.1lpm with a foley probe in use. There was no secondary source. There was also a bair hugger in place. Mss advised nurse to increase the high water temperature limit to 42c. The device was responding appropriately. After two hours the patient's temperature was 33.2c and the flow was 2.4lpm. Per follow up, the patient was able to reach target and complete therapy. The device is still in use.